Event description:
It was reported that during a procedure of the heavily calcified, moderately tortuous, 90% stenosed, de novo, mid left anterior descending (lad) and diagonal arteries, a non-abbott stent was implanted and the 3.25 x 12 mm nc tenku balloon dilatation catheter (bdc) was used for kissing balloon technique (kbt) when during the first inflation at 12 atmosphere (atm) the balloon ruptured. A non-abbott balloon catheter was used to complete the procedure without issue. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.